Event description:
It was reported that a patient underwent a left-sided atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the vizigo wire punctured the distal end of the vizigo sheath. When the vizigo sheath was removed from the patient, they noticed that the wire was exiting the distal end of the sheath in a unintended area. The team noted that the wire was not exiting out of the lumen, but rather through a side hole that was created by the wire. This occurred at the end of the procedure and the sheath was not exchanged. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 17-jul-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a left-sided atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the vizigo wire punctured the distal end of the vizigo sheath. When the vizigo sheath was removed from the patient, they noticed that the wire was exiting the distal end of the sheath in a unintended area. The team noted that the wire was not exiting out of the lumen, but rather through a side hole that was created by the wire. This occurred at the end of the procedure and the sheath was not exchanged. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection was performed following j&j procedures. Visual analysis revealed that the irrigation hole of the soft tip was expanded and the tip was bumped. Then, a dilator was inserted into the sheath and it was exiting the irrigation hole of the device. The damage on the tip observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A device history review was performed for the finished device 00002779 number, and no internal actions related to the complaint were found during the review. The damage identified on the tip could be related to the perforation issue reported by the customer; therefore, the complaint was confirmed. The potential cause of damage could be related to incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. He instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jul-2025, the photo analysis was completed. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, it was observed that the wire passed thru the tip of the sheath. However, based on the image provided, it cannot be determined if the wire passed through the irrigation hole or if it is indeed a perforation in the tip. A device history record evaluation was performed for the 00002779 finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).